Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): underinfusion - pumps run more than 20 hours longer than specified.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from the customer to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.